Event description:
It was found during a baxter evaluation that a pump has a system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation experienced a system error 105 caused by a failed motor flex. The motor assembly was replaced.